Event description:
Tech alleged the brake caster would lock, but it would swivel.

Manufacturer narrative:
The tech replaced the caster to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.